Event description:
It was reported customer has experienced high blood glucose levels (approximately 300 mg/dl). Pump passed delivery system check. Customer loaded cold insulin in cartridge, and changes cartridge and infusion set every 3-4 days.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.